Manufacturer narrative:
A2): patient''s date of birth unk. A4): patient''s weight unk. A5a./5b.): patient''s ethnicity/race unk. B6): relevant tests/laboratory data unk. B7): other relevant history unk. D4): device lot number, expiration date, serial number unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H4): device manufacture date unk because lot number unk. H6): great vessel perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead- due to bacteremia and cied system/pocket infection. The lead''s traction platform was unk. Beginning with a spectranetics 14f glidelight laser sheath, advancement was made past the superior vena cava (svc)/ra junction when the lead released. However, the patient''s blood pressure dropped and a small pericardial effusion was noted on transesophageal echocardiography (tee). Although the location of the injury was undetermined, an svc perforation was suspected. Rescue efforts began, including CPR and pericardiocentesis, but were unsuccessful and the patient died. No surgical attempt was made since the patient had been pre-determined not to be a surgical candidate. This report captures the 14f glidelight in use in the area of the suspected perforation, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics device in use during the procedure.

Manufacturer narrative:
D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.